Event description:
The customer contact reported the device did not deliver a dose when the button on the patient bolus cord was pressed. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the button on the patient bolus cord was pressed. There were no reports of any adverse patient events and no reported delay of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.